Manufacturer narrative:
The error log was reviewed which showed multiple diagnostic code of 1200 (patient disconnect): preventative maintenance (pm) procedures passed all checks. The system fully meets manufacturer device specifications, with no faults found. The device was placed back into service.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08mar2021.

Event description:
It was reported that the v60 ventilator allegedly exhibited a patient disconnection error and was continuously beeping during patient therapy delivery. The device is currently in possession of the institutional biomedical department and further evaluation by a philips field service engineer (fse) has been requested. The device was in clinical/therapeutic use during the time of the alleged event. Further correspondence with the institutional respiratory therapy director has refuted any allegation of harm or incident involved with the event in question. Patient intervention or actions taken in response to the allegation are currently under further investigation and inquiry.